Event description:
It was reported that during a follow-up visit it was noted that the implantable cardioverter defibrillator (ICD) had a power on reset (por). Invalid data or ¿?¿ were partly displayed. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.